Manufacturer narrative:
Concomitant medical product: ipg a3 dr01 implant date: unknown, lead 5076, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and chest pain. It was reported that the right ventricular (rv) lead exhibited high threshold and potential non-capture. It was also noted that the right atrial (ra) lead showed intermittent atrial undersensing. The rv and ra leads remain in use. No further complications have been reported as a result of this event.